Event description:
Information received by medtronic indicated insulin pump`s screen backlight was harder to read. Customer reported multiple no delivery alarms. Customer also reported insulin pump`s button had to pressed multiple times to respond and transmitter battery was not lasting long. Customer reported that they had used batteries more frequently than they used to. Customer had reported transmitter connection issue. Customer declined troubleshooting. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.